Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up, backup vvi mode was observed on the device. Device was restored via a software download. Patient was stable and will continue to be monitored.